Event description:
It was reported to philips that there was message indicating that the suite pc had failed and the x-ray system was turned off. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.